Event description:
During pump replacement surgery (see manufacturer report # 6000030201005348), the hcp flushed the existing catheter that was filled with drug (type of drug not reported) into the intrathecal space. The amount of drug in the catheter was unk due to an unk catheter volume. The pt was in the ICU (intensive care unit); specific pt symptoms not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).